Event description:
Cna was transferring resident from bed to geri-chair using a hoyer lift. The sling (model 70001) broke (loop separated from body of sling). The resident fell to the floor sustaining a broken leg.